Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue involving moisture ingress. After exposure to moisture, the pump has no power or functionality. Moisture was noted underneath the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: during investigation, the black box and pump history were not able to be down loaded. There was visible moisture observed in the display. During evaluation, the pump did not power on. There was no corrosion found in the battery compartment. The threads on the battery compartment and battery cap were found to be intact. The battery cap was able to fully tighten on the pump. The battery cap height and width measurements were found to be within specification. The pump failed a leak test due to a crack in the pump case at the upper right corner between the display lens and the case seal. Further testing was not able to be performed due to no power. The pump case was opened and moisture and corrosion was found on all surfaces of the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.